Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "the customer reports that yesterday the results of some samples had incorrect values and therefore were not accepted. After several cleaning procedures, the instrument regularly read the samples. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and there was no determined root cause of the erroneous results. The customer reported the instrument yielding incorrect results for some samples, but after several cleaning procedures, this issue was resolved. No parts were replaced, and a follow up on 3jul2022 confirmed that the problem did not recur and the instrument was working to specifications. Although the erroneous results occurred while using patient samples, the customer confirmed that the erroneous results were not used and no patients were harmed. Additionally, the erroneous results did not cause a delay in the treatment of any patients. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, rev. 01/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case # (B)(4), install date: 03mar2020, defective part number: n/a. Case comments: subject / reported: 659180 - facslyric - population percentage problem. Problem description: the customer reports that yesterday the results of some samples had incorrect values and therefore were not accepted. After several cleaning procedures, the instrument regularly read the samples. Work performed / solution: ((B)(6) 2022 4:57 am) the customer reports that yesterday the results of some samples had incorrect values and therefore were not accepted. After several cleaning procedures, the instrument regularly read the samples. (B)(6) 2022 11:45 pm) the problem never came back. The tool works according to specifications. Returned sample evaluation: a return sample was not requested because no part was replaced. Risk analysis: risk management file part # (B)(6), rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no. Azure ID: (B)(4). ID: libivd-ra-94 3.1.4. Reg status: ivd; ruo. Hazard: incorrect output. Cause: dirty flow cell. Harmful effects: poor separation and gates do not work as desired leading to wrong result. Risk control: daily qc shall capture the need to clean flow cell. Monthly fluidic clean and clean flow cell modes shall clean the flow cell. Req link (azure ID): 89903 (B)(4) cuvette cleanliness. 93105 (B)(4) instrument qc. Implementation verification:(B)(4) cuvette cleanliness protocol (B)(4). Effectiveness verification: (B)(4) cuvette cleanliness protocol report (B)(4). Probability: 1, severity: 3, risk index: 3, residual risk evaluation: a, new hazards: none. Mitigation(s) sufficient: yes or no. Root cause: based on the investigation results, there was no determined root cause. Conclusion: based on the investigation results, no root cause was determined for issue of erroneous results. After several cleaning procedures, the instrument began to regularly read samples again and the issue was deemed resolved. The problem did not recur and the instrument was found to be working as expected. No one was harmed or injured, and no medical diagnosis or treatment was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "the customer reports that yesterday the results of some samples had incorrect values and therefore were not accepted. After several cleaning procedures, the instrument regularly read the samples. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no."